Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was blank/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 08/21/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation the display screen was fully functional an d fully illuminated with no visible signs of damage, fading or discoloration. Investigation was unable to duplicate the complaint of a blank screen.